Manufacturer narrative:
H10. Updated/additional information ¿ d1. D4. D5. G1. G2. G4. H6. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, this patient had right hip replacement (B)(6) 2016. They had right hip revision on (B)(6) 2023, approximately 6 years 3 months after their initial implantation. Surgeon noted encountering significant synovial changes related to polyethylene debris. The entirety of the hip was filled with very thickened plasticky polyethylene filled synovium. The polyethylene was worn superolaterally at the lipped aspect. The acetabular cup was somewhat retroverted. It was not loose at all. The femoral component was also quite stable. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.